Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use at the time of the event. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the system was not starting up. The fse removed the hard disk drive (hdd) from the hdd tray and connected it directly to the system mother board. After relocating the hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not start up. No harm has been reported to philips. A philips service engineer inspected the system on site and found no software in the system. The hdd has been removed from tray and connected directly to the motherboard and the system was returned to use in good working order.